Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer complained that they have been getting lost sensor alarms and that the transmitter was not communicating with the insulin pump. The customer stated that they had dropped the pump before. The customer was advised to conduct a self test with the pump and the result was that the pump passed with out any issues. No further information was provided.